Manufacturer narrative:
B3: the event occurred on an unreported in (B)(6) 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient completed treatment with unspecified medication for the event. Patient outcome and action taken with pd therapy were not reported. No additional information is available.